Manufacturer narrative:
Failure analysis noted the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 6 mmol/l. The customer stated alarm occurred right after being exposed to rain, but no moisture on the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.